Event description:
It was reported patient underwent total hip arthroplasty on unknown date. A subsequent revision was performed on or about (B)(6) 2012 due to unknown reasons. No further information has been provided.

Event description:
It was reported that patient underwent m2a hip arthroplasty on (B)(6) 2006. Subsequently, the patient was revised on (B)(6) 2012, for an unknown reason.

Manufacturer narrative:
This follow-up medwatch report is being sent to relay newly received product identification. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided.